Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in one piece for analysis. Failure event observed during analysis. Visual examination found an external abrasion breaching the outer insulation consistent with friction to the device can. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.